Event description:
It has been reported to philips that the message "free space low: delete examinations" appeared. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnostic procedure and completed as planned. The customer stated that the message "free space low: delete examinations" appeared. The remote service engineer instructed the user to delete examinations to free up space and rse connected to system remotely, performed re-create image store. After re-creating the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.